Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. There wasn¿t a fractured hex inside the implant. The mount was not returned with the implant. However, damage to the implant was identified. The implant's driver feature was damaged. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1260091. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1260091 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect technique used during placement / excessive torque. Therefore, based on the available information, device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the fixture mount screw broke when placing the implant. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.